Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for critical pump error. Customer¿s blood glucose was 243 mg/dl. Customer was able to rewind the insulin pump and fill cannula was recorded in daily history. Customer passed self test. Customer was advised to monitor the insulin pump and call back if issue persist. Insulin pump will not be returned for analysis.